Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a three-way stopcock was attached and suction was attempted, but resistance was encountered and suction could not be performed. When the extension tube was replaced with another one, suction was successful. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected and there were no damages or anomalies observed. During functional testing, priming was unsuccessful and an occlusion was observed upstream of the inline filter. Upon closer inspection under magnification, a solvent membrane was observed within the tubing. The complaint of an occlusion can be confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.